Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "in the catheterization room without a sheath implantation iab catheter, catheter can not pass, changed to a sheath, implanted puncture kit in the self contained 8f sheath, still can not pass completely. After that, a new iab catheter was replaced and successfully placed and worked normally for counterpulsation". All insertions were done into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "in the catheterization room without a sheath implantation iab catheter, catheter can not pass, changed to a sheath, implanted puncture kit in the self contained 8f sheath, still can not pass completely. After that, a new iab catheter was replaced and successfully placed and worked normally for counterpulsation". All insertions were done into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Please see associated MDR#: 3010532612-2024-01017. The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned iabc. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately at approximately 1.6cm and 2.7cm from the iabc distal tip. The wire round/ polyimide (part of the flex tip assembly) was noted unraveled. The outer lumen was noted damaged at approximately 26cm to 38cm from the iabc distal tip. Bends to the central lumen were noted at approximately 4.6cm, 7cm and 70cm from the iabc distal tip. The sheath was not returned with the sample dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; multiple leak sites leaks were immediately detected from the outer lumen at the previously noted damage. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.9cm and 71.9cm from the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "catheter cannot pass" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, the damaged central lumen can result in difficulty insert-ing the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.